Manufacturer narrative:
Problem code relates to the reported issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-04011 pertains to the first speedband device and manufacturer report# 3005099803-2017-04012 pertains to the second speedband device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a colonoscopy with hemorrhoid banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The same event happened with the second device, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.